Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump center and back button was harder to pressed, had pressed multiple time to register. Customer stated that the insulin pump reject new battery, insulin pump had crack and not accepting calibration. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.